Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that in-stent restenosis occurred. The target lesion was located in an in-stent restenosis of a previously deployed synergy stent. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.